Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The events of choroidal hemorrhage and vision loss are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
A healthcare professional reported they inserted a xen 45 gel stent using an ab externo method. The surgery went well. Five hours later the patient was admitted to hospital and the patient had experienced a catastrophic choroidal bleed, and the patient had lost their eye.